Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with any relevant information.

Event description:
Device issue: none. Time of device issue: na. Adverse event: death. Onset of adverse: five month post stent procedure. It was reported that on (B) (6) 2009, the xience v stent 2.75 x 28 stent was deployed in the left circumflex lesion. On (B) (6) 2010, the patient died. Physician commented that there was no relationship between patient death and the xience v stent. No additional information was provided.